Event description:
It was reported that during the procedure, when the coil (subject device) was retrieved from the patient it detached prematurely. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, when the coil (subject device) was retrieved from the patient it detached prematurely. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the subject coil was seen to be detached from the delivery wire and there was blood seen within the introducer sheath. The coil delivery wire was seen to be kinked at the proximal contact junction. Functional testing was not performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu. Also, additional information indicated that continuous flush was not set up and maintained throughout the clinical procedure, as per the dfu continuous flush is required when delivering the main coil. The returned main coil was found to be detached, therefore the reported event of the main coil prematurely detached/separated during use can be confirmed and will be assigned user error as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The analyzed event of the coil delivery wire kinked bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.